Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted 47 months, was emitting tones and displayed an elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected.